Manufacturer narrative:
The reported event of failure to remove stylet from lead was confirmed. A complete lead was returned in two pieces with a stylet stuck inside the lead. Final analysis found the cause of the reported event was isolated to the bunching of coil and stripped blue polytetrafluoroethylene coating inside the inner coil at the connector region. No additional anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an upgrade to biventricular pacemaker. During the procedure, the left ventricle lead could not be implanted due to failure to remove the stylet from the lead. The lead was replaced during the procedure on (B)(6) 2020. Patient was stable.